Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to a pre-existing flail. The first clip delivery system (xtw cds 01121u169)) was advancing down to the valve; however, the clip became caught in the chordae. After maneuvering the clip around, the clip was freed. The physician decided not to use the clip. The cds was removed with the clip attached. Then after the cds was removed, one gripper would not come down at all. It is unknown at this time if the gripper was able to come down during the procedure. The procedure continued with a new xtw cds (01121u171). During preparation, one gripper arm did not come fully down. The cds was not used in the patient and the procedure was successfully completed with an xt clip. One clip was implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported difficult positioning and the poor image resolution could not be replicated in a testing environment during the returned device analysis as these were related to patient/procedural conditions. The reported gripper actuation issue was not confirmed during the returned device analysis as both grippers were actuating as intended. The clip introducer was not returned. The collet was observed to be broken. The release crimper was observed to be loose. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported difficult positioning appears to be due to a combination of anatomical challenges and imaging challenges. The reported poor image resolution was due to challenging anatomy (preexisting flail). A cause for the reported gripper actuation issue could not be determined. The clip introducer was not returned therefore the observed missing component (clip introducer) was likely due to transport/shipping/postprocedural conditions. The observed broken collet and loose release crimper were likely related to the troubleshooting maneuvers performed in freeing the clip from the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.